Manufacturer narrative:
One certain locator abutment was returned for inspection. The device was shipped to the supplier (zest anchors) for evaluation. During the examination by the supplier, it was confirmed that the abutment locator fractured on the threads. The remainder of the threaded portions were found to be in specification with no other material defects noted. Information identified: fractures in the threaded area of the abutments are typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. A singular cause cannot be determined. (B)(4).

Event description:
It was reported that the locator abutment (iloa004) fractured. The lower part of the fractured device was discarded and the implant was ok.